Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the keypad buttons were unresponsive. After rebooting, functionality returned to the keypad buttons. This complaint is being reported because the cause of the reported issue could not be determined. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.